Event description:
It was reported that patient had total right knee revision due to metal allergy. Surgeon removed the implant.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon ps femur size 7. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Sales rep reported that no further information is available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.